Manufacturer narrative:
Film evaluation: review of cta¿s and 3d film report 15 months post-implant revealed that a talent aaa stent graft system was implanted in the patient. The bifurcate was positioned approximately 5mm below the lowest right renal artery, and 17mm below the left renal. Both renals were stenosed. The neck diameter just below the renals was 33mm and the proximal stent graft od was 32mm. The aortic body and aortic neck was angulated 55 deg l-r to the iliac limbs. The ipsi limb was positioned into the left common iliac artery, and the left common and external iliac had been stented. The contra limb was positioned into the right common iliac, which was also stented. The max diameter aaa measured 6cm and there was a proximal type I endoleak. Both limbs were patent. No other stent graft issues were observed. The exact cause of the proximal type I endoleak could not be determined from the images provided. Pre-implant and earlier post-implant films were available for review and comparison. It is possible that this was due to disease progression; neck dilatation. Images post-intervention were not provided.

Manufacturer narrative:
(B)(4). Review of cta¿s and 3d film report 15 months post-implant revealed that a talent aaa stent graft system was implanted in the patient. The bifurcate stent graft was positioned approximately 5mm below the lowest right renal artery, and 17mm below the left renal. Both renals were stenosed. The neck diameter just below the renals was 33mm and the proximal stent graft od was 32mm. The aortic body and aortic neck was angulated 55 deg l-r to the iliac limbs. The ipsi limb was positioned into the left common iliac artery, and the left common and external iliac had been stented. The contra limb was positioned into the right common iliac, which was also stented. The max diameter aaa measured 6cm and there was a proximal type I endoleak. Both limbs were patent. No other stent graft issues were observed. The exact cause of the proximal type I endoleak could not be determined from the images provided. Pre-implant and earlier post-implant films were available for review and comparison. It is possible that this was due to disease progression; neck dilatation. Images post-intervention were not provided.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aortic neck is 30.5-34.6mm proximally and 32.6mm distally with a length of 11.5mm. It was reported the seven year follow up CT scan showed there was a type ia endoleak and the aneurysm was 60 mm in diameter. The type ia endoleak was attributed to aortic neck enlargement. The physician implanted an endurant aui, two endurant 36 aortic cuffs and an endurant iliac limb and the endoleak was successfully resolved. Another manufacturer&#38112;stents were implanted bilaterally at an unknown time. No additional clinical sequelae were reported and the patient is fine.